Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. The leak was further described as fluid emerged from the cassette compartment of the cycler while the patient was attempting to remove their supplies. The leak was discovered after the patient had already finished their treatment. The technical support representative advised the patient to discontinue use of the cycler. The cause for the leak was unknown. The patient had manual supplies to continue with their treatment while the cycler was unavailable. The cassette used at the time of the incident was discarded. The patient did not develop any symptoms or require medical intervention as a result of the reported leak. Per the clinic¿s procedure the patient was prescribed prophylactic intraperitoneal (ip) antibiotic ceftazidime 1g, one dosage following the event. The patient has since received a replacement cycler and been able to continue their treatment without complication.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. A simulated treatment was performed and completed on the cycler with no issues noted. An internal inspection evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cause of the dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.